Manufacturer narrative:
(B)(4).

Event description:
Literature: calado a, semedo c, dias m, et al. [Subthalamic nucleus deep brain stimulation for parkinson disease: initial experience from centro hospitalar de lisboa central]. Sinapse. 2010;10(2):5-10. Summary: the authors report on 13 patients who received deep brain stimulation (dbs) from (B)(6) 2007 to (B)(6) 2009; 12 patients underwent bilateral stimulation of the subthalamic nucleus and 1 patient underwent unilateral stimulation. Mean age was (B)(6); there were 9 male patients and 4 female patients. Twelve of the 13 patients presented complications, with a total of 27 complications. A complication was defined as "any new symptom or escalation of a preexisting symptom". Complications were classified as severe if they were disabling, interfered with activities of daily living in a relevant manner, if urgent treatment was needed, if hospitalization or surgery was required, or if it was life threatening or led to death. A complication was classified as moderate if it interfered with activities of daily living or if any treatment was needed. A complication was classified as mild if it was tolerated, did not interfere, or only slightly interfered with activities of daily living or did not require treatment. Reportable event: one patient died due to sudden onset of acute mesenteric ischemia (confirmed intraoperatively) on the 18th day after surgery. In this case, the authors report that the cause of death did not seem to be clearly related to the neurosurgery. See literature article with MFR report# 3007566237-2011-05122. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided in section a is the average for all the patients. At this time, no additional information was available.